Manufacturer narrative:
The samples have been received, but have not been evaluated. After the samples have been evaluated, a follow-up will be submitted. Review of the complaint history reveals similar reports have been received for this product, 1c8290, for the reported issue. A corrective and preventive action has been initiated for this issue.

Event description:
"Tubing was leaking at the "y" port on baxter minivolume extension set." No add'l info is available.